Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred during the load process. Additionally, it was reported that due to corrosion on the pump, the customer was experiencing difficulty loading a cartridge. The customer's blood glucose (bg) level ranged from 300 to 600 mg/dl. Reportedly, the elevated bg levels were due to the customer neglecting to initiate a basal rate on the pump. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.